Event description:
It was reported that the burr and wire became entrapped with each other. A rotapro 1.75mm and a rotawire were selected for use to treat a severely calcified coronary lesion. Both devices became stuck to each other during removal after the atherectomy treatment . The devices were removed together as one unit. No patient complications occurred.

Manufacturer narrative:
Summary of analysis by MFR: the returned devices consisted of the 1.75mm rotapro atherectomy system and the rotawire drive. During analysis of the returned device, resistance was encountered during removal of the rotawire due to a kink in the proximal portion of the rotawire. The rotawire was unable to be reinserted due to this kink. Further testing performed with a test rotawire found that the wire was able to be fully inserted and removed with no resistance or issues. Therefore, it was considered likely that the reported difficulties removing the rotawire from the device were attributable to the identified kink to the rotawire.

Event description:
It was reported that the burr and wire became entrapped with each other. A rotapro 1.75mm and a rotawire were selected for use to treat a severely calcified coronary lesion. Both devices became stuck to each other during removal after the atherectomy treatment . The devices were removed together as one unit. No patient complications occurred.